Event description:
It was reported the patient was admitted to the hospital following a motor vehicle accident. At that time it was identified that the patient was in congestive heart failure exacerbation with shortness of breath, bilateral leg edema, elevated brain naturide peptide, and a small left pleural effusion. The patient was diagnosed with (B)(6) bacteremia endocarditis, sepsis and treated with antibiotics. A transesophageal echocardiogram noted an ejection fraction of 15%, as well as small mobile structures attached to the aortic valve and the right atrial (ra) lead. During the hospitalization the patient had episodes of ventricular tachycardia (vt)/ ventricular fibrillation (vf).a right heart cath showed decompensated hemodynamics despite treatment with inotropes. An intra-aortic balloon pump (iabp) was placed for support and an ablation performed. Post ablation, the iabp was removed and the patient continued on inotrope infusion. The patient later requested to be a ¿do not resuscitate¿. At that time, the cardiac resynchronization therapy defibrillator (crt-d) was deactivated, the inotropes and antibiotics discontinued and the patient was transferred to hospice where they died four days later. The cause of death was provided as chronic congestive heart failure. The patient was a participant in a clinical study.

Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2019; 511212 x 2 leads, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.